Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they were unable to insert the component. The following information was provided by the user facility: when the component was being inserted into the insertion sheath, the anchor was not inserted and was fractured. The angio-seal device was replaced by another angio-seal device to successfully achieve hemostasis. The physician had completed the training process on the device prior to this case. It was reported that there was no health damage to the patient. No other devices or equipment were used with the reported product.